Event description:
It was reported that high capture threshold of left ventricle (lv) lead was noted. Diagnostic imaging confirmed the lv lead had dislodged, and the lead was repositioned on (B)(6) 2025. The patient's condition was stable.